Event description:
The hospital reported that the t.w. Power supply failed to fire/failed to work, no power. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3- "corrected to device not returned." The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.